Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had four bands attached. The suture was in good condition and was still attached to the ligator head. Additionally, the handle did not have marks of trip wire secured. The ligator head was observed under magnification, and the ligator housing teeth and the suture hole were both in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands prematurely deployed was confirmed. Upon analysis, it was found that the returned ligator housing had four bands attached. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the device not to work as intended, resulting in a premature deployment and inability of the device to deploy the bands. It is very important to the correct operation of the device that the user secure the trip wire correctly, otherwise, it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, multiple bands were deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, multiple bands were deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of bands prematurely deployed.